Event description:
Device was used during an unknown procedure. The device misfired. There was no consequence to the pt.

Manufacturer narrative:
H4: information unavailable.h6: code 400(other): damaged firing mechanism.based upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "misfired" during surgery. The instrument was returned with a slightly bent knife and wedges, but was otherwise in good physical condition. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fired, cut, and formed the staples within design specification. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.